Event description:
It was reported that; doctor performed a c4-c5 acdf, along with a c6 corpectomy, with plating from c4-c7 on a patient. When he was inserting the screws into the plate at the c5 level, the spring bar did not move out of the way for the screw to pass through. He attempted to put the screws in three times, and the spring bar did not move, and the screw head was left proud. After he removed the screw again, he was forced to use a curette to hold the spring bar out of the way for the screw to pass and be buried beneath the locking mechanism properly. He then final tightened accordingly. The surgical delay was 35 minutes.

Manufacturer narrative:
Method: device not returned. Results: manufacturing files were reviewed and no incidents were found. The implant remains implanted. Conclusion: the likely root cause is the lack of use of the drill guide as specified in the surgical technique.

Event description:
It was reported that; doctor performed a c4-c5 acdf, along with a c6 corpectomy, with plating from c4-c7 on a patient. When he was inserting the screws into the plate at the c5 level, the spring bar did not move out of the way for the screw to pass through. He attempted to put the screws in three times, and the spring bar did not move, and the screw head was left proud. After he removed the screw again, he was forced to use a curette to hold the spring bar out of the way for the screw to pass and be buried beneath the locking mechanism properly. He then final tightened accordingly. The surgical delay was 35 minutes.